Event description:
Physician was attempting to use one endeavor resolute drug-eluting stent (2.75mm x 18mm) to treat a calcified lesion in the lad with 95% stenosis but the device could not pass the lesion due to calcification. The lesion was pre-dilated. Device was inspected before use with no issues noted. Physician gave up the surgery. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it was stubbed on advancement towards the target lesion. Multiple struts from the 4th distal stent segment were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).